Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the gap between plastic cover and c-body was confirmed. The cause of the gap was attributed to stress of repeated use, external factors, or handling. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a gap in the adhesive between the plastic cover and distal end. There were no reports of patient involvement.